Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation on the 11-aug-2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. 1 unit of lot c1723405 of echo-25 involved in this complaint was returned for evaluation, not in the original packaging. The device involved in the complaint was evaluated in the laboratory on 22 march 2021. Sheath extender able to advance and retract without issue. Needle handle was able to advance but the needle did not. Device was disassembled and crumpling of the needle within the handle was observed. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1753001 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1753001. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure potentially causing the needle to kink within the handle leading to the difficulty with needle advancement. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 11-aug-2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Event description:
Positioned the cystic lesion ready to puncture and aspirate the liquid, the sheath remains visible on ultrasound, the needle didn't come out despite the correct movement of the handpiece. The stylet wasn't pulled out. Everything was also tested outside the not working instrument device was evaluated on the 19-may-2021: needle crumpling within the handle was noted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? The needle doesn't out of the sheat please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. No. Please describe the size of the intended target site. Cisti testa pancreas 25x25mm. If not with the device in question, how was the procedure performed and/or finished? With needle pro-core 20g. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was the scope recently serviced / repaired? No is new. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The sheath came out the needle no. Was the syringe used during the procedure, after the stylet was removed? No, because I didn¿t take off the stylet because it was stuck. Was difficulty experienced while retracting the needle? No because the needle never came out of the sheat . Was it possible to fully retract before removing the needle from the patient? Needle came out never. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No the cyst was also seen from the duodenal bulb. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No the stylet didn¿t take off. How many samples were obtained with this needle? Nothing. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? The needle didn¿t come out of sheat. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? It wasn¿t pro-core.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.